Event description:
It was reported that during a routine follow up, the right atrial lead exhibited loss of capture. A chest x-ray revealed that the lead had dislodged. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.